Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information confirmed that the ins battery had depleted in 13-14 months but the patient was told it had 4-6 years left. It was noted that the patient had normal post-operative pain but their outcome was reported as recovered without sequelae. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating that after (B)(6) 2013, the patient was told that they had 4 more years to but the 14 months later the battery pack was low, it shut off in (B)(6) 2015. It was noted that it was not functioning. There was a mention of aciolodos spendelitis. The manufacturer representative did a number of adjustments and was told they could feel tingling and very strong but not doing anything for pain in back. The big toe was numb but not experiencing pain anymore, the manufacturer representative did hoop up to cover back pain . The patient was on 80mg of oxy two times a day and had excruciating pain. The patient was at 30mg per day for oxy at the time of the report and could get away with that but did not want to go through withdrawal. The patient was always set 3 and 400 tingling so intense and numbness running at max of 1.80. The patient did not believe that they wore the battery out. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of ins, model 37702, serial number (B)(4), found no significant anomalies, battery normal end of life, telemetry and output okay.

Event description:
It was reported that the implantable neurostimulator (ins) battery depletion was normal but the patient expressed dissatisfaction with the longevity. It was reported that there was an elective replacement indicator (eri) message and an end of service (eos)/end of life (eol) message. The patient never had therapeutic effect. It was reported that the patient¿s trial worked phenomenally but the permanent one didn¿t do a dang thing, it didn¿t make a difference at all. This occurred since implant. The patient had it adjusted and all they ever felt was a little tingling. The patient could adjust it but they didn¿t have the response they did before, the tingling, like their foot fell asleep. The patient was upset that the healthcare provider (hcp) didn¿t put a new stimulator in during their lead revision [reference manufacturing report #3004209178-2014-08280]. The patient asked if they replaced the battery after that revision and they said no because the patient should have had more years with it at that time. The patient wished the hcp would have put a new battery in because they needed it replaced at the time of the report. The patient was told the device would last between 6-7 years but they were upset because they started seeing eri and eos depending on what button they press. The patient started seeing this the day prior to the report, (B)(6) 2015. The patient was in a lot of pain and had to take a lot of pain medications. This had been happening since a surgery in 2007 on their back. This was why they had the stimulator put in the first place, to try to get them off of the pain medication. That surgery was before the ins was implanted. Information regarding the battery depletion and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information reported that the patient was told on (B)(6) 2013 they had 4 to 6 years left on the ins battery. In (B)(6) 2015 the patient stated that the battery was low and by (B)(6) 2015 it was dead. The patient had not increased the settings and stated that they had decreased them. The patient felt better when the stimulation was off. The complete ins system was removed on (B)(6) 2015. The patient stated that having the device removed was worse than having it put in and that it hurt to extend their hand. The patient mentioned that they had sleep apnea, taking "norco" for pain, and taking a lot of pain medications. If additional information is received, a follow-up report will be sent.

Event description:
The patient reported he had a complaint about his product. The patient stated, the device didn't function, created pain and numbness in his limbs, the battery life was low and then depleted in a short time span. The patient stated, the rep told him the battery depleted early because, he had the setting on high. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical devices: product ID: 3550-39, lot#: n327373, implanted: (B)(6) 2012, product type: accessory. Product ID: 37744, serial#: (B)(4), product type: programmer. Patient product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).